Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob of either device fall into the patient? No will all pieces be returned with each of the devices? No information. If not, were they discarded? No information.

Event description:
It was reported that during an open procedure for closing stoma, the firing knob was broken off on an existing staple line. The device was used on the colon. The staple height was blue. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon review of information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.